Manufacturer narrative:
H10: manufacturing review: the device history records of lot number have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number previously. Investigation summary: a stent delivery system including the separated tip were returned. Based on the evaluation of the sample the reported tip detachment could be confirmed. The stent was released and was not part of sample return and the inner catheter protruded the outer sheath. The tip of the delivery system was found to be detached. Residuals of adhesive could be identified on the distal end of the inner catheter. A manufacturing related issue could not be identified. Based on the investigation of the sample and the provided information the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported application represents an off-label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently addressed the potential risks. Regarding preparation the IFU states: 'flush the inner lumen of the stent system with heparinized normal saline prior to use.' Regarding the usage of appropriate accessories the IFU recommends a 6f (2.0 mm) or larger introducer sheath and a 0.035 inch diameter guidewire of appropriate length. Furthermore, the IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' In regards to pre dilation the IFU states: 'predilation of the lesion should be performed using standard techniques.' Regarding overlapping placements the IFU states: 'recrossing a partially or fully deployed stent with adjunct devices must be performed with caution.' In addition, the lifestent vascular stent is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries. H10: d4(expiry date 12/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during stent placement in the bile duct, the tip of the catheter allegedly detached and was found on the sterile table after the stent deployed and the delivery system was retracted from the body. There was no patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent biliary stent system products that are cleared in the us. The 510 k number and pro code for the lifestent biliary stent system products are identified. Expiry date (12/2020).

Event description:
It was reported that the during stent placement in the bile duct, the tip of the catheter allegedly detached and was found on the sterile table after the stent deployed and the delivery system was retracted from the body. There was no patient injury.